Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. H3 other text : device not returned

Event description:
When inserting the catheter, the same patient did not work. When trying to reset the catheter in two separate monitors realized that it was damaged because neither monitors recognized. (B)(4) /2014 additional information from the affiliate stated: was there a delay in surgery greater than 30 minutes? There was not delay. Were there any adverse consequences to patient? No.

Manufacturer narrative:
The supplier performed an evaluation on the quality records and the returned device. The review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The device evaluation found: sensor readings were intermittent due to a faulty solder joint, there was a film over the sensor area, and they were unable to complete testing due to the faulty solder joint. Based on the evaluation, the supplier was able to confirm the complaint and determined that the cause of the failure was manufacturing related. No further investigation or corrective action is anticipated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.